Manufacturer narrative:
Device evaluation: during an on-site visit, reliability engineering performed an evaluation. The drill was evaluated and found to have a damaged locking mechanism which is directly related to improper installation of the burr and craniotome attachment. When the burr was forced into the closed locking chamber by the craniotome the pawls were forced apart causing them to come in contact with the motor tube. The lock was stripped as soon as the drill was started. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. Therefore, the reported condition was confirmed. The root cause of the pediatric craniotome malfunction was failure to follow the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The report stated "the neurosurgeon inspected the drill and it appeared to be in working order. During the cutting of the bone flap, the drill met resistance. The neurosurgeon removed the drill, inspected it and proceeded with the bon flap removal. Bleeding was noted at the time and patient (pt) was noted to have sustained a transverse sinus laceration. The pt received packed red blood cells (prbc)." Voluntary report received: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during a craniotomy excision post-tumor fossa surgical procedure, it was observed that the "foot plate broke off" of the craniotome device. The craniotome device was in use with a motor and burr/cutter device. According to the report, "while using the torque foot plate to turn a bone flap, the base of the metal foot plate broke, exposing the bit and allowing it to flip". This resulted in a laceration of the patient's transverse sinus, causing a "life-threatening hemorrhage on the nasal cavity". There was a two hour delay to the surgical procedure to control the hemorrhage. The physician and staff managed to get the hemorrhage under control and reported a blood loss of 1500cc. The patient required a blood transfusion, fluids, and albumin. Surgical repair of the injury was required as well as an unknown amount of prolonged operating room time. The reporter stated that the initial surgery was stopped due to the event. The surgery was completed successfully with a spare device. An x-ray was performed post- surgery and a radiology reported showed no evidence of residual product in the patient's cranium. It was reported that the patient was recovering from the surgery. The patient was discharged home and was doing well from a post operative perspective. No permanent injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.